Event description:
A report was received that patient's ipg visibly came out of the pocket in a manner that was causing discomfort. There was no break in the patient¿s skin. The patient underwent a pocket revision and was doing well postoperatively.